Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however visual summary analysis of the lead indicated apparent explant damage; full lead returned and analyzed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was oversensing and exhibited noise and multiple episodes of sensing integrity counter (sic). The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.